Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 400 mg/dl and 423 mg/dl. The customer did not mention any symptom related to high blood glucose level. The customer did allege the insulin pump for not delivering insulin. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.